Event description:
The report received from the affiliate states that during the angioplasty, the guidewire tip stretched from the guidewire body. The patient is a (B)(6) male. The target lesion location was the mid right coronary artery (rca). The vessel characteristics were described as straight. The product looked normal when taken from its packaging and the tip of the wire was not pre-shaped. While the wire was retrieved through implanted stent, the tip unraveled. There was no excessive force used to retrieve the wire from the patient. A vista brite tip jr was used in the procedure. There was no excessive torquing or twisting of the wire during use. The wire did not get caught at any time. It was noted that the tip did prolapse on itself during the procedure. The tip did not separate. There was no reported injury to the patient.

Manufacturer narrative:
The report received from the affiliate states that during the angioplasty, the guidewire tip stretched while it was being retrieved through an implanted stent. Additional information received indicated that the patient is an (B)(6) male. The target lesion location was the mid right coronary artery (rca). The vessel characteristics were described as straight. The product looked normal when taken from its packaging and the tip of the wire was not pre-shaped. While the wire was retrieved through an implanted stent, the tip unraveled. There was no excessive force used to retrieve the wire from the patient. A vista brite tip jr was used in the procedure. There was no excessive torquing or twisting of the wire during use. The wire did not get caught at any time. It was noted that the tip did prolapse on itself during the procedure. The tip did not separate. There was no reported injury to the patient. Films were not available for review. An attempt to retrieve detailed information about the event was unsuccessful. A non-sterile unit of sgw stablizr .014 180cm j ss was received coiled inside of a plastic bag. A bend condition was observed at 5.5cm and 158cm from proximal distal. Unraveled stretched condition was observed in distal tip. A broken condition was observed in core wire at 0.5cm from distal tip end. The tip shape is the correct 'j.' Functional analysis was not performed due to conditions of the received device. Due to this condition the unit was sent to sem analysis to determine the cause of broken condition and the results showed that the core wire fracture surfaces presented evidence of twisting and ductile dimples. Stretching and/or twisting could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. Guidewire was observed under vision system and no other damaged were observed only the found in the visual analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The flexible, 'delicate' nature of the 'floppy' tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. The reported failure by the customer as 'distal tip/unraveled/stretched' and 'distal tip/prolapse' were confirmed, due to the distal tip was found stretched. Additionally, the core wire was found fractured during analysis. The cause of these issues as well as the bend conditions found during analysis could not be conclusively determined. Based on the information provided, there are procedural factors (wire caught in stent during withdrawal) that may have contributed to the unraveled stretched condition of the tip reported. Neither the DHR nor the information available for review indicates that there is a design or manufacturing related issue. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.